Event description:
Robotic pk dissecting forceps visual and functional inspection performed before procedure was ok. Post-procedure scrub rn found a broken cable. No harm to patient. X-ray taken, ok per surgeon.